Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.

Event description:
It was reported that the patient experienced different seizures after vns was activated. No other relevant information has been received to date.